Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured may 13, 2015 - may 14, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and revealed that the device¿s flow rate was within specification. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The reporter stated that the expected therapy time was 48 hours; however, the device infused for at least 72 hours. The device was filled with 100ml fluorouracil. The reporter stated that flow had been confirmed prior to patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.